Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant result was obtained for carbon dioxide (co2) on a dimension vista 500 instrument. A customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: aligned aliquot probe, inspected all fittings and determined that aliquot probe was not priming, primed the fittings and aliquot probe, replaced integrated multisensor technology (imt) mixer, sample 1 (s1) mixer, reagent 2 (r2) mixer, ran multiple patient samples and quality control (qc). The qc and the tests recovered acceptably. The cause of discordant, falsely low co2 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 result.